Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever and cloudy pd effluent. The cause and outcome of the peritonitis were not reported. On the same day as onset, the patient was diagnosed with peritonitis and hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with voncon and briklin (doses, frequencies and routes were unknown). On an unreported date, the patient¿s pd catheter was removed. Ten days after onset, the patient was discharged from the hospital. No additional information is available.